Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2813 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported powerglide catheter will not perforate the patients skin. The bevel will go in but otherwise even with large amounts of force the catheter will not thread. No other information was provided.